Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
Pr # (B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator.